Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reached the site and the system was working normally. The error logs were checked and nothing was found. Functional calibration and verification were performed. The system was tested and verified to be used.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure that non-intuitive motion occurred when the secondary surgeon side console (ssc) was used. The intuitive technical support engineer (tse) recommended checking and reseating the instrument and adapter, but the issue persisted. The caller asked for an intuitive field service engineer (fse) come onsite to troubleshoot. The procedure was being completed as planned, with no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, and while the surgeon was attempting to manipulate instruments. The surgeon could not move the instrument fluently. There was friction felt during instrument movement. The movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction. The timing of the instrument movement was appropriate. There was no interference experienced. The issue was intermittent. When the issue occurred, the customer reseated the instrument and adapter, but the issue persisted. The procedure was completed by using another ssc. Intuitive field service performed master tool manipulator (mtm) gravity compensation, and mtm functional calibration and verification to resolve the issue.